Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Insulin pump trace download analysis confirmed the power error . The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on electrical board . The pump was monitored and functioned properly. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay. Device received with faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of incident. Power error detected recurred within a week of troubleshoot previous occurrence. The insulin pump will be returned for analysis.